Event description:
A patient's 4 leads and an extension were returned to the manufacturer. It was noted that the leads were placed in the patient for a period of 1 week. The reason for device explant/returned devices was not reported, nor was the patient's outcome. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.